Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) it was difficult to prime the needles. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the flow check finds the insulin is blocked. Needs to remove the needle and attach a new needles. Does not reuse.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) it was difficult to prime the needles. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the flow check finds the insulin is blocked. Needs to remove the needle and attach a new needles. Does not reuse.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned two 31ga x 8mm pen needles. The returned needles had the tear drop label removed. It was reported by the customer that "during the flow check finds the insulin is blocked. The needles were visually inspected, and no issues were found with the needles during visual inspection. Then flow test was applied to both the needles using the pen injector, and proper flow insulin was observed during the test without any clog issues. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure of needle clog. The root cause of the needles clog cannot be determined since the issue could not be confirmed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) it was difficult to prime the needles. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported during the flow check finds the insulin is blocked. Needs to remove the needle and attach a new needles. Does not reuse.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2033590. Medical device expiration date: 28feb2027. Device manufacture date: 02feb2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.